Manufacturer narrative:
The complaint investigation found the battery incorrectly installed in the wrong orientation and fluid leakage found in the battery compartment. The battery asm, battery door and battery door pad were found to have damage from fluid leakage. The battery asm, battery door and battery door pad were replaced. Subsequently, the device passed all performance verification testing. Probable cause battery incorrectly installed in the wrong orientation.

Event description:
The complaint occurred on an unspecified date and involved a plum 360¿ infuser compatible with ICU medical mednet¿ software. The following was reported: "during the course of field action (B)(4), at the (B)(6) hospital, they observed fluid leakage in the battery compartment on plum 360 device. There was no patient involvement, no delay in therapy and no adverse event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.